Manufacturer narrative:
Investigation: four (4) samples were received for evaluation by one of our quality engineers. Two (2) have no packaging flow wrap and no saline solution. The plunger rod-rubber stopper is all the way down. They both have tip cap. The other two (2) samples came with sealed packaging flow wrap. They both have the plunger rod- rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7208540. All have the barrel flange damaged therefore failure mode is verified. While root cause could not be determined definitively, it is possible that the plunger rod labeler experienced a variation. This would have been adjusted and verified. Additionally, a CAPA (corrective action preventive action) has been opened to further investigate this issue. Product within specification? Yes? No? A device history review was completed and there was no documentation of issues for the complaint of batch 7208540 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. Root cause. The plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified. CAPA (B)(4) has been opened.

Event description:
It was reported that a bd posiflush¿ normal saline syringe was broken when the healthcare worker opened the package. There was no report of exposure, injury or medical interventions.